Event description:
Md reported repeat failure of 2-way valve included in kendall curity thoracentesis tray. Please refer to medwatch report of similar failure (dated 10/22/04). The same md was involved in both cases and reported by same. No pt was injured as a result.